Manufacturer narrative:
Novocure's medical opinion is that the contribution of the array placement to the hypersensitivity and skin reaction cannot be ruled out. Hypersensitivity is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm). Use of optune therapy is contraindicated in patients with sensitivity to conductive hydrogels. Per the IFU, skin contact with the gel used with the optune therapy system may commonly cause increased redness and itching, and rarely may even lead to severe allergic reactions. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Event description:
A 58-year-old male with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6)2024. On (B)(6) 2024, the patient informed novocure that he experienced an allergy characterized by pimples and redness in the area of array placement on the back of the head. Reportedly, the patient was prescribed allergy medication. On (B)(6) 2024, novocure learned that the patient's health care provider (hcp) prescribed an unspecified oral medication. Optune gio therapy was temporarily discontinued for approximately one week and then resumed. Several attempts were made to contact the prescribing physician for additional information; however, no reply was received.